Event description:
Upon placing the posterior chamber silicone lens into the capsular bag, approx 1/3 of the lens remained behind in the injector and 2/3 of the lens was delivered into the posterior capsular bag. The posterior fragment was lifted out with viscoelastic surgical aid. Due to the mitigating circumstances and the add'l intraocular manipulation the physician determined it was not prudent to proceed with the astigmatic keratomy.